Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "status 42" and "paddle fault" messages. There was no pt involvement during the reported malfunctions.